Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on 06/28/2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the upper abdomen and was described as a skin irritation rash, bright red and itchy. On (B)(6) 2016, patient went to the doctor to receive treatment for the rash and was prescribed flovent spray, which the patient used to treat the affected area in addition to over the counter cortisone. At the time of contact, the patient was normal. No additional event or patient information was provided.